Manufacturer narrative:
Three attempts were made to contact the patient, but no response was received.

Event description:
Patient stated that they noticed their unit was not charging. Upon inspection, they discovered that the fuse in their dc power cable had popped, preventing the unit from receiving power. They promptly reported the issue and were informed that a replacement was being arranged. Later, the patient went out to a restaurant, assuming their battery would last through the evening. However, after dinner, the unit ran out of power. With the dc cable still non-functional, they were unable to charge their device. As a result, they had to go to the hospital to receive oxygen and recharge the unit. Three attempts were made with no response from the patient.